Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2012-05308. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. Details of the lesion are unknown. During the index procedure the physician implanted two (3.5x32 mm taxus express2) stents to the lesion. In (B)(6) 2012, a four year follow-up information revealed stable angina. The patient was placed on bayaspirin and plavix.